Manufacturer narrative:
H.3 eval summary: it is believed that there was an insulation breakdown between hv and hv/2 in the output module of this device causing an arc between output transistors. The arch caused excessive energy to dissipate throughout the output module, which melted wire bonds and other components and allowed voltage breakdown across other points in the module. In conclusion, the cause of the insulation breakdown was not determined. Corrective action: the output module substrates have been redesigned to increase the spacing between ground and high voltage thereby decreasing the probability of arcing between output transistors.

Event description:
During a routine follow-up interrogation showed that the device was in noise reversion. The real-time electrogram showed continous noise with diagnostics indicating one noise reversion. It was unknown how long the device was in noise reversion and the decision was made to explant the device.